Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. The cartridge had half a clip on the bottom of the cartridge. The clip was the pierced boss half and was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returend clipss was broken in half at the hinge during loading. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. The cartridge was returned with half of a broken clip in the cartridge that was broken in half at the hinge during loading. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. CAPA 037 has been previously opened to further investigate issues related to clip breakages.

Event description:
On (B)(6) 2021, clip was found broken prior to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73l2000567 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2021, clip was found broken prior to the patient.